Manufacturer narrative:
The hill-rom technical support found the alarm was most likely inoperable. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. No further info is available on the repair of the bed at this time. The investigation is ongoing. If any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was inoperable. The bed was located at the account. There was no pt/user injury reported. (B)(4).